Event description:
A dentist was performing a routine procedure on a pt. During treatment, the dental electric handpiece get hot but caused no burn or any injury on pt.

Manufacturer narrative:
The user of the dental handpiece recognized the hp is defect and get hot. Therefore, was not caused any burn or other injury. During product evaluation, low debris level were found in the handpiece. The bearings where grinding and the drive axle bearings in pieces head heats up.